Manufacturer narrative:
One pressurewire x, wireless guidewire was returned for analysis. The results of the investigation concluded that the distal tip coil had been fractured and separated into two sections; the proximal end of the tip coil had been stretched. The corewire had also been fractured into two sections at the distal tip. The combined length of the two corewire sections indicated there was no missing material from the distal corewire assembly. Additional analysis revealed that the guidewire was exposed to excessive torqueing and manipulation as there are fractures observed on the proximal weld joint (coil and corewire) and the distal corewire. Torqueing or excessive manipulation of the guidewire in a sharp bend, against resistance, or repeated attempts to cross a total vessel occlusion may damage and/or fracture the pressurewire, which is inconsistent with the instructions for use. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the damage is consistent with forcible contact during use.

Event description:
During the procedure, the pressurewire x, wireless fractured inside the patient. When attempting to locate the detached portion of the device, the guiding catheter was cut into small pieces in the process. Another pressurewire x, wireless was used to complete the procedure with no consequences to the patient. The detached portion of the device was found in the surgical drape.

Event description:
During the procedure, the pressurewire x, wireless fractured inside the patient. The missing piece of the device was attempted to be located and was cut into small pieces in the process. The separated portion of the device was able to be retrieved from the patient's anatomy. Another pressurewire x, wireless was used to continue and complete the procedure with no consequences to the patient. Patient's information (e.g. Age, weight, gender, ethnicity, race, patient's initials) cannot be handled by abbott in absence of patient's written consent as required by the personal data protection national legislation. National legislation prevents the recording of such information. A written consent has not been obtained in this case; therefore, this information is not available.

Event description:
During the procedure, the pressurewire x, wireless fractured. The separated part of the device was able to be retrieved from the patient's anatomy. Another pressurewire x, wireless was used to continue and complete the procedure.